Event description:
A pt reported experiencing hematuria while using a one touch meter. On the day of the event, pt started having increasing hematuria. Pt was diagnosed by healthcare provider as having a urinary tract infection which was causing the hematuria. Hcp prescribed sulfamethoxazole for treatment of the urinary tract infection. Pt also reported that the hcp attributed the hematuria to an elevated hb a1c of 300%! Pt has also reported that the ot meter has been repeatedly displaying "insert strip" message for 3 weeks. No further info has been reported.